Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission showed that the right atrial (ra) lead exhibited undersensing that caused inappropriate mode switch. No programming changes were made. The patient was stable throughout.